Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized in (B)(6) for low blood glucose, and when she went to visit her doctor, the doctor found her passed out in the office. The customer passed out due to low blood glucose caused by skipping breakfast. The customer did not feel well and she was busy and overwhelmed that day. She declined further troubleshooting. No products were returned or replaced.